Event description:
It was reported that one year, four months, and sixteen days post a port placement. The catheter allegedly had blockage. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: hickman s/l catheter in two segments was received for evaluation. Visual, tactile, microscopic and functional evaluation was performed. An in-house syringe was attached to the catheter luer. The catheter was patent to both infusion and aspiration. Similarly, an in-house syringe was attached to the proximal end of the catheter segment. The catheter segment was patent to both infusion and aspiration. No leaks were observed throughout both tests. The investigation is inconclusive for the reported obstruction issues as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, four months, and sixteen days post a port placement. The catheter allegedly had blockage. There was no reported patient injury.